Event description:
New information received notes the patient experienced discomfort as a result of the inappropriate shock.

Event description:
It was reported, that the patient received inappropriate shocks for supraventricular (svt), due to p waves. Following into the post ventricular atrial blanking (pvab) period and the discriminator then calling the arrhythmia (vt). The patient also, had some svt episodes that fell into the ventricular fibrillation (vf) zone causing more inappropriate shock. Programming changes were made. The patient was stable before, during and after interrogation.